Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the device produced sparks and fire when the cutting or coagulation button is activated even if the equipment is set at low outputs. There was no patient present.